Event description:
It was reported that the right ventricular lead thresholds have steadily risen over the life of the device. The lead also has intermittent capture at maximum output. The pace/sense portion of the lead is no longer being used and the high volt portion is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)